Manufacturer narrative:
The device has not been returned for review therefore technical analysis cannot be carried out. Without a returned device, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the device history record for the batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device. Product unavailable for analysis.

Event description:
It was reported that during a coronary artery stenting procedure the stent was unable to cross the lesion. The physician reported there was plaque and during the attempt to cross the lesion a stent stent strut was damaged and the stent was removed immedtialtely. There were no complications and the patient condition is listed as "stable".